Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-18. H6: investigation summary: customer returned (1) 1cc, 12.7mm, 29g walgreens syringe in an open poly bag from lot # 0069025. Customer states that 1 syringe has red foreign matter in syringe. The returned syringe was examined and exhibited dark material in the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely blood mixed with an unknown medication. The blood would not have been acquired inside the syringe barrel during the manufacturing process. A review of the device history record was completed for batch# 0069025. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint root cause is user related as blood would not be acquired inside the syringe barrel during the manufacturing process.

Event description:
It was reported that the syringe 1.0ml 29ga 1/2in 10bag 500 pl/wg experienced foreign matter on device cannula/in fluid path. The following information was provided by the initial reporter: consumer reported found 1 syringe from a sealed packet with foreign red matter in syringe. Caller opened the packet herself but is very concerned. Lot # 0069025; catalog# 928850; date of event 02/05/2021.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1.0ml 29ga 1/2in 10bag 500 pl/wg experienced foreign matter on device cannula/in fluid path. The following information was provided by the initial reporter: consumer reported found 1 syringe from a sealed packet with foreign red matter in syringe. Caller opened the packet herself but is very concerned. Lot # 0069025. Catalog# 928850. Date of event (B)(6) 2021